Event description:
The customer reported that the ortho provue analyzer dispensed unexpected volumes on two pt samples, and red droplets were noted on the top of gel cards. Fluid on top of gel card foil could lead to carry-over or cross contamination. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event did not identify the root cause of the event. Replacement of the syringe restored the analyzer to expected operation.